Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error during normal use. The customer's blood glucose level was 76 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer stated that the insulin pump was exposed to magnetic resonance imaging on the day of the call. The drive support cap appeared normal. The insulin pump alarm history contained more than 1 motor error alarms within 30 day period. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.